Event description:
Information was received from a patient regarding an implantable neurostimulator. The patient reported that they had eyelid treatments on saturday, one of which was an eyelid massage and the other was a "laser light" that was put under their eyelid. After the eyelid treatments, the patient noticed that their left foot was feeling funny. The patient thought the eyelid treatments might have interacted with the dbs system and caused their left foot to feel funny. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that the feeling of "foot feeling funny" was caused by an eye procedure. Patient reported that during the procedure their left foot repetitively constricted and relaxed. Patient reported that increasing stimulation helped resolved this. Patient reported that they have been attempting to decrease stimulation again and walking is more problematic than before. Patient reported that the electricity from the procedure is what caused their implantable neurostimulator to faulter.